Event description:
I have smith and nephew bhr implants in both hips. My metal ion levels were 100 and 80 mcg/l for cobalt and chromium respectively. My symptoms included trouble breathing, weakness, fatigue, increase in weight, nausea, metal taste in mouth, and cognitive disfunction. After using a chelation protocol my ions are now at 70 and 30 mcg/l respectively. I now have chronic hip pain, and the cognitive dysfunction has not abated after chelation. Do you have any research on the short or long term effects of chromium or cobalt on the brain? Can it cross the blood brain barrier? Is metal taste in the mouth common? It is so strong it made me nauseated. Are the effects on the thyroid reversible? What will happen if the metal ions stay above 7 mcg/l? What level is considered toxic?